Manufacturer narrative:
Device code 2017: use of an undersized guide wire. A visual and functional analysis was performed on the returned unit. The reported deployment difficulty was unable to be confirmed as the stent was already fully deployed. The reported difficulty rotating the thumbwheel was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the absolute pro self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the absolute pro instruction for use states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ the investigation was unable to determine a definitive cause for the reported difficulties resulting in subsequent surgical treatment. It was reported that the absolute pro was being used with an 0.018¿ guide wire. It may be possible that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), causing damage to the guide wire lumen, preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in partial deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous superficial femoral artery. A non-abbott guide wire was used with a 8x60mm absolute pro self-expanding stent system (sess). During deployment, the thumb wheel had resistance rotating, and the stent was partially deployed. Then, the thumb wheel had stopped rotating, so the sess was being retrieved when the stent fully deployed completely outside the target lesion and into the common femoral artery. The stent was able to be surgically removed. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.